Manufacturer narrative:
The device was returned to olympus for inspection and the reported failure was confirmed. In addition, the following reportable malfunction was identified during the device evaluation: b30 (scope communication error) occurred. Based on the results of the investigation, it is likely the following led to the malfunction: due to data error of scope ID, b30 (scope communication error) occurred and therefore no image was displayed. Should additional relevant information become available, a supplemental report will be submitted. Olympus will continue to monitor field performance for this device.

Event description:
It was reported that the colonovideoscope had no image. The issue occurred during installation. There were no reports of patient involvement.